Event description:
Reportable based on analysis completed on 11-dec-2018 it was reported that noise occurred. An intellanav open-irrigated catheter was selected for a premature ventricular contractions (pvc) ablation procedure. During ablation noise was observed on signals 1 and 2. No patient complications occurred. The procedure was completed with another nav oi. No patient complications were reported. However, returned device analysis revealed blocked irrigation ports. Visual inspection reveled dried body fluid also found on the handle and main body tubing as well as distal end and inside the irrigation ports. Dried saline found on the distal end and inside the irrigation ports. Electrical continuity checks revealed no electrical shorts or opens, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Ablation was verified by using a maestro generator 4000, a metriq pump, and a tank of 37c saline solution. However, occlusion errors occurred due to blocked irrigation ports, so ablations were performed on the bench without pump or saline. The device was found within specifications.